Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Lot number was not provided by customer. The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients.

Event description:
(B)(4) ¿ the dentist reported that 3 months and 6 days after the dental implant was installed in intraoral region 28#, its non- osseointegration was observed. Moreover, 35n.cm of primary stability was achieved and the patient presented bone type ii.